Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mje330, xzw855619 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The suture broke when knotting in an unknown surgery. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.